Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be identified. However, per CAPA-20735, the detachment of the device (maj-2315) was likely caused by the following: the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿. ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿. This supplemental report includes a correction to e2 and e3. Information added to e2 and e3 that was inadvertently not included on initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of a therapeutic ercp, the distal cover fell off of the endoscope, suspected upon withdrawal of the scope from the patient, and the distal cover fell off in the patient's mouth and onto the floor. No harm to patient reported. There was no surgical delay. The device was inspected prior to the procedure and no issues identified. The distal cover was inspected after being attached to the scope and no defects identified. The distal cover was securely attached to the scope and confirmed by twisting and pulling it. No anti-fog agents applied to the scope lens. Water based lubrication jelly is used during the all of the customer's ercp procedures. It is unclear if the distal cover that fell off was damaged since it was discarded. The staff informed the reported it did not appear damaged. This event includes two reports: (B)(6) maj-2315, unknown lot. (B)(6) tjf-q190v, unknown serial. This is report 1 of 2 for (B)(6) maj-2315, unknown lot.